Manufacturer narrative:
The investigation into the reported delivery issues has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that there were numerous attempts made to pass impella 5.5 through anastomosis, all unsuccessful. Catheter removed from sheath where kink became apparent. The physician elected to swap for new pump. The patient reportedly had tortuous vasculature and excessive force was noted to have been used. The root cause of the delivery issue was determined to be patient condition as the patient had tortuous vasculature.

Event description:
The user facility reported a failed delivery of the impella 5.5 device past the anastomosis. The impella 5.5 insertion was aborted and an impella cp was used instead. There was no harm to the patient.